Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. It was reported the patient is experiencing ineffective stimulation. Reprogramming was unsuccessful. X-rays revealed the left lead migrated. The patient will undergo surgical intervention to address the issue.